Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The pump was found to be displaying "1820" and goes into "1260" error codes upon power up, confirming the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1820/1260 during testing. No patient present at the time of the event. No adverse events reported.